Event description:
In 2008, the pt was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. The trunk-ipsilateral component was placed on the right side and a contralateral limb was inserted through an 11-french 25cm terumo pinnacle sheath on the right side. During manipulation of the contralateral limb, 15-20mm of the proximal end of the device partially deployed outside of the contralateral gate. A failed attempt to retract the sheath and device led to the physician fully deploying the device outside of the contralateral gate with the distal end unintentionally covering the left hypogastric artery. After deployment, the physician decided to keep the left hypogastric artery covered. Another contralateral limb and a 12fr gore introducer sheath were used to successfully bridge the two devices. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. User interface contributed to event. According to the gore excluder aaa endoprosthesis instructions for use, the contralateral limb is intended to be inserted through a 12 fr x 30 cm introducer sheath. The gore excluder aaa endoprosthesis instructions for use implant procedure states: do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.